Event description:
It was reported that an asahi fielder xt-r guide wire was used with an asahi corsair microcatheter during a percutaneous coronary intervention (pci) for a heavily calcified chronic total occlusion (cto) in the right coronary artery (rca) #3. As attempts were being made to cross the lesion with the devices, an x-ray image showed that the fielder xt-r guide wire was about to fracture. The fielder xt-r and the corsair microcatheter were removed together as a unit. There were no additional treatments performed for the reported event. The procedure was continued to treat a different lesion and completed. The physician commented that the procedure for the cto was stopped not because of the reported event. It was informed that there were no patient adverse effects and the patient was doing fine after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported fielder xt-r guide wire was returned for investigation. Microscopic observation found that the outer coil of the returned fielder xt-r guide wire was loosened, tightened, and stretched distal to the mid solder (set at 45mm from the tip for the purpose of fixing the outer coil onto the core wire), indicating that torsion had been accumulated. Due to the deformation of the outer coil, the polymer jacket was found damaged and a part of it was torn. The outer coil and the core wire remained in one piece. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion applied with wire manipulation while the movement of the guide wire tip was restricted in the cto might have been locally accumulated on the mid solder of the fielder xt-r guide wire, where the outer coil was fixed. Consequently, the outer coil of the guide wire was loosened and tightened. It was concluded that this event was not attributed to product quality. It was concluded the polymer jacket of the fielder xt-r was too severely damaged to completely exclude the possibility that some fragment might be left in the patient anatomy. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] - observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. - never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]. - abrasion of the guide wire coating.

Manufacturer narrative:
UDI related data quality updates only. As we received an email time-stamped saturday, (B)(6) 2024 1:27 am at our end from (B)(6), MDR data systems team, to inform us of the discrepancies in the device identification fields of our submitted electronic equivalent of the FDA form 3500a when compared with the information in the gudid. The subject device was initially reported as x-treme xt-r which is distributed as fielder xt-r in the us; therefore, brand name in block d1 was changed from fielder xt-r to x-treme xt-r as indicated in the package label of the subject device. Although fielder xt-r is currently us marketed, the subject model is sold outside the us under the brand name x-treme xt-r. After comparing the information in the previous submitted MDR with that of fielder xt-r in the corresponding fields in the gudid, we determined to submit this supplemental report. The changes we intend to make are as follows: d3: manufacturer name, city, and state - from asahi intecc co., ltd. To asahi intecc co., ltd. D4: model # - from no entry to r0419-z6psr catalog # - from r0419-z6psr to no entry g1: contact office - from asahi intecc co., ltd. To asahi intecc co., ltd. H4: device manufacture date - from 08-5-2023 to no entry.